Event description:
It was reported that the surgeon broke the tips of 2 screwdrivers during the removal procedure. The date on which the plate was inserted and details of the plate used are unknown. There was a reported delay of 30 minutes.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available. Related report: 3025141-2025-00466 and 3025141-2025-00467.